Manufacturer narrative:
The event was reported to have occurred on an unreported date "by the end of (B)(6) 2021" the device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal infection. The cause of this event was unknown. The patient was hospitalized and still in the hospital at the time of this report for the event. The patient was treated with an unspecified anti-inflammatory drug infusion (dose, route, frequency and duration were not reported) for treatment. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing during the early stage of treatment and was withdrawn at the time of this report. No additional information is available as the reporter declined follow up.